Event description:
New information noted that due to the patient's condition for unrelated health troubles, the physician decided to continue to monitor the patient. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right ventricular lead. The pacing and sensing impedance was noted to be unstable. Lead revision was discussed. No additional information was reported.